Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain on the right side at the level of the ovaries"), systemic lupus erythematosus ("probable connective tissue as erythematous systemic lupus"), cystitis ("chronic cystitis"), blindness ("loss of vision/ decreased visual field worsening"), ear infection ("otitis") and vaginal haemorrhage ("bleeding from the scar from the cupola vaginal / bleeding from the vaginal mucosa") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "essure was placed in patient with immunosuppressant (contraindicated)" on (B)(6) 2013. The patient's past medical history included crohn's disease in (B)(6) 2011, ppd skin test (B)(6), rash, papular rash and umbilical hernia repair. Concurrent conditions included irritable bowel syndrome, iliac fossa pain, atopic dermatitis, polyarthralgia, cold sores, dry eye, loss of vision, vaginal dryness, raynaud's phenomenon, tooth disorder and nail disorder. Family history included colorectal cancer and stomach cancer. Concomitant products included azathioprine for crohn's disease as well as acetylsalicylic acid (aspirin), budesonide, budesonide (entocort), mebeverine hydrochloride (duspatalin), mesalazine, omeprazole and prednisone (dacortin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), arthralgia ("joints pain/ polyarthralgia (worsening)"), headache ("headaches"), dyspareunia ("pain in sexual intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), tooth fracture ("broken teeth worsening"), systemic lupus erythematosus (seriousness criterion medically significant), cystitis (seriousness criterion medically significant), tooth disorder ("dental fragility worsening"), oral herpes ("cold sores worsening"), dry eye ("dry eye worsening"), blindness (seriousness criterion medically significant), vulvovaginal dryness ("vaginal dryness worsening"), raynaud's phenomenon ("raynaud's phenomenon worsening"), nail disorder ("nails rupture worsening"), abdominal pain ("pain in the right hemi abdomen/ abdominal pain"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), swelling ("swelling"), renal pain ("kidney pain"), pyrexia ("fever"), urethral pain ("urethral pain which spread to the renal fossa"), nausea ("occasional nausea"), micturition urgency ("urinary urgency"), amenorrhoea ("amenorrhea"), vulvovaginal injury ("vaginal malaises with presence of injuries"), mass ("small painful lumps in the vaginal lips"), vulvovaginal pain ("small painful lumps in the vaginal lips"), constipation ("constipation"), ear infection (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), abdominal discomfort ("malaise in the hypogastrium"), pain ("worsening of her pain"), paraesthesia ("paresthesia"), muscular weakness ("lack of strength in hands"), hypoaesthesia ("numbness in right hand"), erythema ("erythema in face"), somnolence ("somnolence") and urinary tract infection ("urinary infection"). On an unknown date, the patient experienced menorrhagia. The patient was hospitalized sometime in (B)(6) 2016. The patient was treated with surgery (uterus and tubes removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia, headache, dyspareunia, fatigue, alopecia, tooth fracture, systemic lupus erythematosus, cystitis, tooth disorder, oral herpes, dry eye, blindness, raynaud's phenomenon, nail disorder, abdominal pain, migraine, swelling, renal pain, pyrexia, urethral pain, nausea, micturition urgency, amenorrhoea, vulvovaginal injury, mass, vulvovaginal pain, constipation, ear infection, vaginal haemorrhage, abdominal discomfort, pain, paraesthesia, muscular weakness, hypoaesthesia, erythema, somnolence and urinary tract infection outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, alopecia, amenorrhoea, arthralgia, blindness, constipation, cystitis, dry eye, dysmenorrhoea, dyspareunia, ear infection, erythema, fatigue, headache, hypoaesthesia, mass, menorrhagia, micturition urgency, migraine, muscular weakness, nail disorder, nausea, oral herpes, pain, paraesthesia, pelvic pain, pyrexia, raynaud's phenomenon, renal pain, somnolence, swelling, systemic lupus erythematosus, tooth disorder, tooth fracture, urethral pain, urinary tract infection, vaginal haemorrhage, vulvovaginal dryness, vulvovaginal injury and vulvovaginal pain to be related to essure. The reporter commented: since essure removal, the patient improved a lot, and referred that her medical diagnosis changed, she was no longer patient with crohn's disease, the rheumatologist considered a probable connective tissue as erythematous systemic lupus. In (B)(6) 2018 she was diagnosed with chronic cystitis after getting into the operating room. At the time of this report, the digestive specialist reported that she has not crohn´s disease, she was diagnosed with chronic ileitis derived from a possible vasculitis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal obstruction . Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain on the right side at the level of the ovaries"), systemic lupus erythematosus ("probable connective tissue as erythematous systemic lupus"), cystitis ("chronic cystitis"), blindness ("loss of vision/ decreased visual field worsening"), ear infection ("otitis") and vaginal haemorrhage ("bleeding from the scar from the cupola vaginal / bleeding from the vaginal mucosa") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "essure was placed in patient with immunosuppressant (contraindicated)" on (B)(6) 2013. The patient's past medical history included crohn's disease in (B)(6) 2011, ppd skin test positive, rash, papular rash and umbilical hernia repair. Concurrent conditions included irritable bowel syndrome, iliac fossa pain, atopic dermatitis, polyarthralgia, cold sores, dry eye, loss of vision, vaginal dryness, raynaud's phenomenon, tooth fracture and nail disorder. Family history included colorectal cancer and stomach cancer. Concomitant products included azathioprine for crohn's disease as well as acetylsalicylic acid (aspirin), budesonide, budesonide (entocort), mebeverine hydrochloride (duspatalin), mesalazine, omeprazole and prednisone (dacortin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), arthralgia ("joints pain/ polyarthralgia (worsening)"), headache ("headaches"), dyspareunia ("pain in sexual intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), tooth fracture ("broken teeth worsening"), systemic lupus erythematosus (seriousness criterion medically significant), cystitis (seriousness criterion medically significant), teeth brittle ("dental fragility worsening"), oral herpes ("cold sores worsening"), dry eye ("dry eye worsening"), blindness (seriousness criterion medically significant), vulvovaginal dryness ("vaginal dryness worsening"), raynaud's phenomenon ("raynaud's phenomenon worsening"), onychoclasis ("nails rupture worsening"), abdominal pain ("pain in the right hemi abdomen/ abdominal pain"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), swelling ("swelling"), renal pain ("kidney pain"), pyrexia ("fever"), urethral pain ("urethral pain which spread to the renal fossa"), nausea ("occasional nausea"), micturition urgency ("urinary urgency"), amenorrhoea ("amenorrhea"), vulvovaginal injury ("vaginal malaises with presence of injuries"), mass ("small painful lumps in the vaginal lips"), vulvovaginal pain ("small painful lumps in the vaginal lips"), constipation ("constipation"), ear infection (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), abdominal discomfort ("malaise in the hypogastrium"), pain ("worsening of her pain"), paraesthesia ("paresthesia"), muscular weakness ("lack of strength in hands"), hypoaesthesia ("numbness in right hand"), erythema ("erythema in face"), somnolence ("somnolence") and urinary tract infection ("urinary infection"). On an unknown date, the patient experienced menorrhagia. The patient was hospitalized sometime in april 2016. The patient was treated with surgery (uterus and tubes removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia, headache, dyspareunia, fatigue, alopecia, tooth fracture, systemic lupus erythematosus, cystitis, teeth brittle, oral herpes, dry eye, blindness, raynaud's phenomenon, onychoclasis, abdominal pain, migraine, swelling, renal pain, pyrexia, urethral pain, nausea, micturition urgency, amenorrhoea, vulvovaginal injury, mass, vulvovaginal pain, constipation, ear infection, vaginal haemorrhage, abdominal discomfort, pain, paraesthesia, muscular weakness, hypoaesthesia, erythema, somnolence and urinary tract infection outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, alopecia, amenorrhoea, arthralgia, blindness, constipation, cystitis, dry eye, dysmenorrhoea, dyspareunia, ear infection, erythema, fatigue, headache, hypoaesthesia, mass, menorrhagia, micturition urgency, migraine, muscular weakness, nausea, onychoclasis, oral herpes, pain, paraesthesia, pelvic pain, pyrexia, raynaud's phenomenon, renal pain, somnolence, swelling, systemic lupus erythematosus, teeth brittle, tooth fracture, urethral pain, urinary tract infection, vaginal haemorrhage, vulvovaginal dryness, vulvovaginal injury and vulvovaginal pain to be related to essure. The reporter commented: since essure removal, the patient improved a lot, and referred that her medical diagnosis changed, she was no longer patient with crohn's disease, the rheumatologist considered a probable connective tissue as erythematous systemic lupus. In (B)(6) 2018 she was diagnosed with chronic cystitis after getting into the operating room. At the time of this report, the digestive specialist reported that she has not crohn´s disease, she was diagnosed with chronic ileitis derived from a possible vasculitis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal obstruction. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation for ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain on the right side at the level of the ovaries"), systemic lupus erythematosus ("probable connective tissue as erythematous systemic lupus"), cystitis ("chronic cystitis"), blindness ("loss of vision/ decreased visual field worsening"), ear infection ("otitis") and vaginal haemorrhage ("bleeding from the scar from the cupola vaginal / bleeding from the vaginal mucosa") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "essure was placed in patient with immunosuppressant (contraindicated)" on (B)(6)2013. The patient's medical history included crohn's disease in (B)(6)2011, ppd skin test positive, rash, papular rash and umbilical hernia repair. Concurrent conditions included irritable bowel syndrome, iliac fossa pain, atopic dermatitis, polyarthralgia, cold sores, dry eye, loss of vision, vaginal dryness, raynaud's phenomenon, tooth fracture and nail disorder. Family history included colorectal cancer and stomach cancer. Concomitant products included azathioprine for crohn's disease as well as acetylsalicylic acid (aspirin), budesonide, budesonide (entocort), mebeverine, mesalazine, omeprazole and prednisone (dacortin). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), arthralgia ("joints pain/ polyarthralgia (worsening)"), headache ("headaches"), dyspareunia ("pain in sexual intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), tooth fracture ("broken teeth worsening"), systemic lupus erythematosus (seriousness criterion medically significant), cystitis (seriousness criterion medically significant), teeth brittle ("dental fragility worsening"), oral herpes ("cold sores worsening"), dry eye ("dry eye worsening"), blindness (seriousness criterion medically significant), vulvovaginal dryness ("vaginal dryness worsening"), raynaud's phenomenon ("raynaud's phenomenon worsening"), onychoclasis ("nails rupture worsening"), abdominal pain ("pain in the right hemi abdomen/ abdominal pain"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), swelling ("swelling"), renal pain ("kidney pain"), pyrexia ("fever"), urethral pain ("urethral pain which spread to the renal fossa"), nausea ("occasional nausea"), micturition urgency ("urinary urgency"), amenorrhoea ("amenorrhea"), vulvovaginal injury ("vaginal malaises with presence of injuries"), mass ("small painful lumps in the vaginal lips"), vulvovaginal pain ("small painful lumps in the vaginal lips"), constipation ("constipation"), ear infection (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), abdominal discomfort ("malaise in the hypogastrium"), pain ("worsening of her pain"), paraesthesia ("paresthesia"), muscular weakness ("lack of strength in hands"), hypoaesthesia ("numbness in right hand"), erythema ("erythema in face"), somnolence ("somnolence") and urinary tract infection ("urinary infection") and experienced menorrhagia. The patient was hospitalized sometime in (B)(6)2016. The patient was treated with surgery (uterus and tubes removed on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, arthralgia, headache, dyspareunia, fatigue, alopecia, tooth fracture, systemic lupus erythematosus, cystitis, teeth brittle, oral herpes, dry eye, blindness, raynaud's phenomenon, onychoclasis, abdominal pain, migraine, swelling, renal pain, pyrexia, urethral pain, nausea, micturition urgency, amenorrhoea, vulvovaginal injury, mass, vulvovaginal pain, constipation, ear infection, vaginal haemorrhage, abdominal discomfort, pain, paraesthesia, muscular weakness, hypoaesthesia, erythema, somnolence and urinary tract infection outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, alopecia, amenorrhoea, arthralgia, blindness, constipation, cystitis, dry eye, dysmenorrhoea, dyspareunia, ear infection, erythema, fatigue, headache, hypoaesthesia, mass, menorrhagia, micturition urgency, migraine, muscular weakness, nausea, onychoclasis, oral herpes, pain, paraesthesia, pelvic pain, pyrexia, raynaud's phenomenon, renal pain, somnolence, swelling, systemic lupus erythematosus, teeth brittle, tooth fracture, urethral pain, urinary tract infection, vaginal haemorrhage, vulvovaginal dryness, vulvovaginal injury and vulvovaginal pain to be related to essure. The reporter commented: since essure removal, the patient improved a lot, and referred that her medical diagnosis changed, she was no longer patient with crohn's disease, the rheumatologist considered a probable connective tissue as erythematous systemic lupus. In (B)(6)2018 she was diagnosed with chronic cystitis after getting into the operating room. At the time of this report, the digestive specialist reported that she has not crohn´s disease, she was diagnosed with chronic ileitis derived from a possible vasculitis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: results: bilateral tubal obstruction. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on (B)(6)2019 for the following reason: the case will be deleted from bayer pv database. Nullification reason: this case was found to be a follow-up of case (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.